Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic perclose the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported this was an dual access venotomy closure of a left common femoral vein (lcfv) and right common femoral vein (rcfv) using a prostyle device after an electrophysiology (ep) ablation procedure with a 6f sheath on the left side and 8f sheath on the right. Reportedly, with two prostyle devices, the knot was completely removed and did not deploy into the anatomy. Two prostyle devices were then able to deployed in the lcfv and successfully achieve hemostasis. Two prostyle devices were then used in the rcfv, but hemostasis was unable to be achieved. A figure-eight stitch and manual compression were applied and hemostasis was achieved. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.